Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy under left breast area. There was no alleged device malfunction contributing to the rash. The patient¿s home health nurse provided lubriderm for the rash. Follow up indicated that the rash improved.